Event description:
It was reported that a malfunction occurred in the tandem pump, identified as malfunction 199. There was no reported impact on the customer¿s blood glucose level, as the customer declined to provide specific information regarding any significant rise in levels. To resolve the issue, a replacement pump was arranged by technical support, and the customer was instructed to use multiple daily injections as an alternative insulin delivery method. Additionally, the customer was guided on how to place the pump in storage mode before returning it, and acknowledged the instructions provided.